Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (435 mg/dl) and vomiting, which was addressed with a correction bolus via the pump. The customer changed out supplies and noted an infusion set kinked cannula. The customer went to the hospital and intravenous therapy (IV) of potassium, saline, and insulin was administered to address bg level. Multiple attempts were made by tandem's technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.